Manufacturer narrative:
(B)(4). Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent date of procedure? No further information is available. Date of event? No further information is available. Were there any anomalies with the drain: appearance, damage or function prior to use? No further information is available. Were there any anomalies with the reservoir: appearance, damage or function prior to use? No further information is available. How was it secured? No further information is available. Was the drain checked for patency during the procedure? No further information is available. Did the drain function as intended? The drain was clogged, and drainage failure occurred. Did the reservoir function as intended? No further information is available. Were any issues noted with the drain during use? The drain was clogged, and drainage failure occurred. When, on what date, was drain removed? No further information is available. Were there any anomalies with the drain: appearance, damage or function after removal? No further information is available. On what date was 2nd drain placed? No further information is available. Was a surgical intervention required to place the 2nd drain? No further information is available. Why were a quantity of 2 drains reported with the complaint? Qty of product involved is 1. Lot number of drain? No further information is available. Patient¿s current status? No further information is available. What is the surgeon¿s opinion of the impact of the drain on the patient consequences? It was commented that an abscess may have occurred, and pancreatic juice leakage may have been noticed early. Do they routinely strip the drains? No further information is available. No further information will be provided. Drainage failure was observed from around the next day after the surgery. It was unknown whether there was additional invasion such as additional incision at the time of drain exchange. Although pancreatic juice leakage was observed after surgery, the surgeon commented "pancreatic fluid leakage itself after pd surgery was inevitable, and the problem was that information could not be obtained." After replacing the drain, drainage came out without any problem, and the patient was followed up as it was. Thereafter, there is no problem with the patient¿s condition. The surgeon suspects a drain rather than a j-vac suction reservoir. No product available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a pancreaticoduodenectomy on an unknown date and a drain was used. About one day after surgery in the ward/ICU, the drain was clogged, and drainage failure occurred. It was unknown whether there was additional invasion such as additional incision at the time of drain exchange. After replacing the drain, drainage came out all at once. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.